Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1chj4, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient requested the manufacturer representative to come and turn the patient's device on and check it. When the manufacturer representative checked it, the impedances were on zero and 1/4000. Patient stated that an electrode broke years ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The physician was aware of the previous fall, and there were no other known causes of the impedance issues. There was high impedance. No further device issue alleged / identified. No further patient symptoms or complications were reported.